Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an implantation procedure, pacing system analyzer showed p waves at 6.5mv; however when the leads were connected to the device sensing failure was observed in the atrial channel. Leads were unplugged and connected to analyzer again which showed excellent p waves. Then, the leads were reconnected to the device and no atrial sensing was observed. The subject device was finally interrogated by the programmer and the same issue occurred. The subject pacemaker was not implanted and was returned for analysis.

Event description:
Reportedly, during an implantation procedure, pacing system analyzer showed p waves at 6.5mv; however when the leads were connected to the device sensing failure was observed in the atrial channel. Leads were unplugged and connected to analyzer again which showed excellent p waves. Then, the leads were reconnected to the device and no atrial sensing was observed. The subject device was finally interrogated by the programmer and the same issue occurred. The subject pacemaker was not implanted and was returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report - attachment: [20190208 - file-2018-03404 - analysis_and_closure_report_resp-2019-00159 .pdf].